Event description:
It was reported the device was being tested and the device "failed volumetric testing". Reporter did not specify whether the device delivered more or less than programmed. The reporter did not specify the amount over or under delivered. No patient involvement reported.